Event description:
In 2004 cytye's technical support department received a call from a customer at clinical pathology lab who called to ask whether preservcyt solution inactivates disease that might be carried in a gynecological specimen. The customer stated that an employee inadvertently splashed some of the gynecological speciman in their eyes during the previous week. The individual flushed their eyes with water at an eye station within seconds of the occurrence and did not see a physician. The customer indicated that the employee was processing samples without protective eyewear. Cytye technical support suggested that their personnel should wear goggles or glasses in the future. Technical support also explained that a number of organisms are inactivated within 15 minutes of being in the preservcyt solution. The customer stated that the person involved in the incident experienced no adverse health consequences and to date reports no lingering effects from this incident. Technical support has not received and further reports since the incident was reported to cytye.